Event description:
The inner package was opened when removed from the cypher (outer) box. The product was not clinically used in the patient. There was no reported patient injury.

Manufacturer narrative:
The product was returned for evaluation, and testing; however, the engineering evaluation is not complete.